Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank screen. The customer was reported that insulin pump did not turn on after dropping. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. However, device was received with a blank display due to battery tube power connector not connected properly to electrical board. Connected power connector and continued testing. Device passed the self test, sleep current measurement, active current measurement, and the displacement test.